Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon initial placement of this lead at implant sensing and impedance values were within normal limits but capture could not be obtained. The lead was repositioned to another site and all parameters measured normal with capture. As the physician was affixing the lead, the patient became hypotensive and began to vomit in addition to exhibiting dysphagia. An echocardiogram was performed at which time a cardiac tamponade was observed which the physician believed to be the result of lead perforation. The physician resolved the tamponade upon performing a pericardiocentesis. No additional adverse patient effects were reported. This lead remains in service.